Manufacturer narrative:
The report we received from our affiliate indicated that during coiling of a 6 to 5 mm basilar aneurysm with a distinctive neck, the coil was advanced to the aneurysm, but repositioning was needed, upon which uncoiling was noticed and the coil was removed. The access site was the femoral artery. This was t he 5th coil in the aneurysm and was retrieved from the pt without complications. The coil was removed via the microcatheter and introducer. The pt, who is in his/her mid 50's was discharged. The pt's neurological status is normal and with no deficits. The dcs introducer appeared normal when removed from the packaging and there was no bubble. Prior to an attempt to withdraw or reposition the coil, there was a 1:1 relationship. The pt was not placed on medication intervention as a result of this failure. The product is to be returned for eval and testing, but it has not been yet received. Add'l info will be submitted within 30 days from receipt. (B)(6)

Event description:
Uncoiling.